Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage to the keypad traces. No button error alarms were noted. The insulin pump was received with a cracked case at the display window corners, cracked display window, cracked reservoir tube, cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a button error alarm. The blood glucose reading is 161 mg/dl. Nothing further reported.